Manufacturer narrative:
Please note that this device (nc solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (nc euphora) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trustar coronary drug eluting stent, stent deformation occurred in vivo in the left main coronary artery. The device was inspected prior to use with no issues identified. The lesion was pre-dilated. The stent was cached by a nc solarice during proximal optimization technique (pot). It was stated that the nc solarice balloon was not caught in the stent but the balloon got stuck in the proximal end of the stent and pushed it a little bit causing its deformation. For the second attempt of pot, another nc solarice was used. The procedure was completed using another nc solarice device (5.0mm) and correcting the deformed stent struts in appropriate posture in the vessel so that the stent remained opened and functional in the vessel. It was confirmed that the nc solarice contributed to the stent deformation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.